Manufacturer narrative:
The failure analysis is in progress. Once it is completed, a follow-up report will be submitted.

Event description:
Hosp reported when they went to use the syringe on the "a" side of the dual injector head, they noticed the syringe was crooked and melted. No injury occurred.